Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
During a PICC exchange on a pt, PICC line was flushed properly and inserted into pt's prior insertion site, through micro introducer sheath. On exam of portable chest x-ray, nurse, and x-ray tech noted what appeared to be the PICC line guide wire outside of PICC line catheter. Removed the new PICC and pulled guide wire out to be able to cut the PICC line. After PICC was cut at 20cm's to be able to thread new micro introducer sheath, noted a piece of wire still inserted into the remaining line. Pulled out a 4" piece of wire that was broken (believe upon insertion), a 1" piece of wire started to just fall apart, into little pieces, which is included in the bag. Replaced this line with a new 55 grosh and placement was fine and line was intact. No wire was noted on xray.